Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead damaged and unable to be inserted. The lead was not used and a new lead was implanted. The patient was stable throughout.

Manufacturer narrative:
The reported events were failure to advance guidewire and inner spiral conductor break. As received, a complete lead was returned in one piece. The reported event of failure to advance guidewire was confirmed. By visual examination, the cause of failure to advance guidewire was found to be due to a damaged inner coil consistent with procedural damage. The reported event of inner spiral conductor break was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures.